Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 27 mmol/l. Customer reported the infusion set cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer was hospitalized to hospital on (B)(6) 2021 at 12pm for two days due to diabetic ketoacidosis. Customer also experienced high blood glucose level and at the time of hospitalization value was 28 mmol/l. Customer were treated with intravenous and manual injection. The infusion set was bent and customer changed the infusion sets twice during night which led up to event.